Event description:
Boston scientific crm received information that the lead safety switch feature switched this atrial lead to unipolar configuration due to impedances greater than 2000 ohms. The lead was also noted with no pacing and no sensing function. Technical services (ts) speculated on the potential of a conductor fracture, and suggested programming the device to vvi mode to work around the atrial lead issues. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.